Event description:
It was reported that the surgery tech was placing the instruments out on the back table prior to surgery. She tried out the interlock driver with a screw, and the prongs on the tip bent and twisted. This is the first time use. Instrument has never been used in surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The DHR was reviewed and no complaint related issues were found. Prongs on tip of screwdriver are bent away from handle end of instrument. No visible twisting damage. It appears that the screwdriver may have been used with the incorrect screw. For the prongs on the driver to be pushed forward by the slider of the screw driver, the slider would have to advance past the wedge on the stationary driver shaft. Advancing this far would cause the slider to expand. If the correct screw was used, this diametrical expansion would cause the slider to stop advancing. It is clear that the slider advanced past the wedge, opening the driver tip to a width of at least 3.9mm as it deformed the prongs. This is not possible when using the correct screws with the driver, the recess is not deep or wide enough to allow this deformation to occur. It appears that the driver was used improperly. Therefore, the complaint is invalid. This complaint is deemed indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A product development event evaluation was conducted which included a manufacturing evaluation. Prongs on the tip of the screwdriver are bent away from the handle end of the instrument. There is no visible twisting damage as noted in the as received condition. Because of the damage of the tip the relevant dimension can not be measured anymore. The tip is bent to one side. This let us assume that unfavorable handling during the tightening of a screw caused this occurrence. This complaint is deemed indeterminate from a manufacturing standpoint. Conclusion: it appears that the driver was used improperly. Therefore, the complaint is invalid. (B)(4)